Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant. During the procedure, the first deployment of the valve was too shallow, so it was recaptured. The recapturing was started in the annulus and then tried to move back to the ascending aorta to recapture it some more. It was noticed that the pigtail had gotten caught in the end of the stent tines. The pigtail was removed and the system was brought to the descending aorta to finalize the recapture with the micro adjustment wheel. It was noticed that the built in kink was very pronounced. It was noticed that the retainer tabs appeared very bunched and deformed in the receptacles. It was decided to use a new 35mm navitor valve and delivery system, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of retraction problem, difficult to remove, and material deformation was reported. The delivery system was returned for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The inner shaft and valve capsule were noted to have a bent damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem and difficult to remove appears to be related to procedural condition (pigtail caught in the stent tines). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant. During the procedure, the first deployment of the valve was too shallow, so it was recaptured. The recapturing was started in the annulus and then tried to move back to the ascending aorta to recapture it some more. It was noticed that the pigtail had gotten caught in the end of the stent tines. The pigtail was removed and the system was brought to the descending aorta to finalize the recapture with the micro adjustment wheel. It was noticed that the built in kink was very pronounced. It was noticed that the retainer tabs appeared very bunched and deformed in the receptacles. It was decided to use a new 35mm navitor valve and delivery system, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure.